Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. The device was evaluated visually due to contamination precautions. Based on the image provided from the field, it was evident that the device was explanted. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported that a revision surgery was necessary due to an aseptic glenoid component loosening and a clear glenoid defect. It was further reported that the patient was treated with a glenoid reconstruction with allograft and the shoulder prosthesis was changed to an inverse shoulder prosthesis.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.